Event description:
The clinician reports the implant was inserted (B)(6) 2019-01-15 in ada 3. On 2019-02-19, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.